Event description:
A user facility biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine was in rinse mode and powered down and would not power back on. During troubleshooting it was noticed the wires on the back of the rocker switch were burned. The bmt was advised to replace the wires on the rocker switch assembly or swap the rocker switch assembly or the main power cable assembly. The bmt replaced the rocker switch assembly and this resolved the issue. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated there were approximately 26,708 hours on the machine at the time of the event. After the repair was completed, the bmt stated the machine was returned to service. The replaced parts were no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine was in rinse mode and powered down and would not power back on. During troubleshooting it was noticed the wires on the back of the rocker switch were burned. The bmt was advised to replace the wires on the rocker switch assembly or swap the rocker switch assembly or the main power cable assembly. The bmt replaced the rocker switch assembly and this resolved the issue. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated there were approximately 26,708 hours on the machine at the time of the event. After the repair was completed, the bmt stated the machine was returned to service. The replaced parts were no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.